Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test, rewind and unexpected restart error test. The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. No missing segments or partial display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked display window, cracked case, scratched reservoir tube window and stained end cap sticker.